Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the stimulation was changed on its own on (B)(6) 2018. Patient stated he was sitting and working at his desk, stimulation went up and down again. There was no trauma or falls reported that could be related to this issue, and no positional movement related to stimulation reported. It was noted the patient call his doctor office and was told to call representative. Patient service ask patient to call doctor back and requested to have his ins checked. No further complication and event were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. It was stated the patient had not had a problem with charging since the first incident. The patient confirmed they were working just fine. No further complication and events were reported. **refer to pe (B)(4) for damaged insr antenna, not charge fully**

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.